Event description:
According to the reporter: during the lap sleeve gastrectomy procedure, the manual stapling handle did not fire. There was patient involvement but no patient injury. There was no medical intervention required. The surgery time was not extended by thirty minutes or more. The product was tested prior to use. The current condition of the patient is stable. They changed to a new device to resolve the issue.